Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 277 mg/dl. The customer stated that the infusion set tubing was not bent or kinked. He stated that he had not tried all remedies. The customer was advised to try the remedies reviewed to prevent recurring alarms and to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.